Event description:
Additional information received that a commanded shock was delivered to test the integrity of the system. Successful conversion was obtained. The device was reprogrammed. Boston scientific technical services (ts) stated that based on this testing, the device was able to deliver the shock energy as of this time. Furthermore, all daily measurements since the out of range measurement were normal and stable and it is up to the physician whether to monitor the lead. No adverse patient effects were reported.

Manufacturer narrative:
This product was explanted and is expected to be returned after it was sent to pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed a low, out of range, shock impedance measurement. Noise was observed on all electrograms (egm). When this product was checked, the low measurement could not be recreated. Patient¿s device was previously programmed to vvi 50 due to an atrial lead fracture. Reprogramming was done and device was set to vvi 40. The patient stated to have not been in any high electromagnetic interference (emi) area on that day. Boston scientific technical services (ts) recommended doing a commanded shock to test the integrity of the lead. A plan to do a defibrillation threshold (dft) test was made. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that another low, out of range, shock lead impedance measurement was detected via patient remote monitoring system. Boston scientific technical services (ts) reviewed records and discussed observations with field representative and possible causes. This rv lead remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received that this patient underwent a revision procedure where this lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
--